Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher, implant, and introducer were returned for analysis. No damage was identified on the returned product. The implant was still attached to the pusher and was retracted into the introducer. The device was intact and without damage. The warning mark was not identified on the product. Based on the investigation findings and available information, the reported complaint is confirmed. The pusher was found to not have a warning mark.

Event description:
It was reported that when the device was being inserted into a microcatheter, it was discovered that there was no zebra marker 148cm from the tip of the pusher shaft. The coil was then withdrawn from the microcatheter. There was no reported patient injury or intervention.